Event description:
It was reported that the patient was seen in the emergency department for a fluid collection at the generator site. It was reported that the patient will undergo a chest wound washout. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient underwent explant due to infection. The explanted device has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
.